Event description:
It was reported that the device posted acoustical and visual alarms indicating a device malfunction. The users replaced the device in a controlled maneuver; no patient consequences have reportedly occurred.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination and repair of the device. Upon dräger's request for additional information, it was responded by the hospital that no further details can be provided. This does neither allow a case-specific evaluation nor a reliable conclusion in regard to the root cause. The device was in operation for eight years now and is not under a service contract; status of repairs and preventive maintenance is not known to dräger. The IFU explains that if the self-monitoring functionality of the device detects a significant deviation and posts an alarm of type "device failure" - the user shall introduce another method of ventilation immediately. It can be derived from the user's report that this has worked as intended. The carina is a sub-acute care ventilator intended to be used on patients who are stable and require diagnostic and invasive procedures but not intensive treatment. Finally, the reported event may be related to malfunction or other factors like lack of preventive maintenance or a combination of these; a differentiation is not possible on the base of the available information. H3 other text : device not available for evaluation.